Manufacturer narrative:
The alarm lamp board was found defective and will be replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: in test 20, it was noticed that the red and yellow leds did not light up and could not be dimmed. In ventilation, the alarms of all priorities are shown on the display and they can be heard. However, only the blue led can light up.

Event description:
Hamilton medical ag received the following incident description: in test 20, it was noticed that the red and yellow leds did not light up and could not be dimmed. In ventilation, the alarms of all priorities are shown on the display and they can be heard. However, only the blue led can light up.

Manufacturer narrative:
The alarm lamp board was found defective and will be replaced.

Event description:
Hamilton medical ag received the following incident description: in test 20, it was noticed that the red and yellow leds did not light up and could not be dimmed. In ventilation, the alarms of all priorities are shown on the display and they can be heard. However, only the blue led can light up.

Manufacturer narrative:
The alarm lamp board was found defective and will be replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information as requested. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: the problem described by the partner's service technician that the led was defective could be verified. The partner's service technician replaced the alarm lamp board. The affected ventilator was tested and calibrated successfully by a certified service technician and released afterwards. Hamilton medical ag initiated a CAPA (CAPA_2023_08_0097) to investigate such complaints. Our supplier of the alarm lamp board was contacted, and the defective alarm lamp boards from different cases were sent to them for further analysis. However, the supplier of the leds in the alarm lamp boards rejected a deeper analysis since the leds in question were outside the warranty period. The defective alarm lamp boards from different cases were further analyzed by an external expert (fraunhofer institut). According to their investigation report, the contacts of the leds on the alarm lamp board are covered with a conductive silicone adhesive as potting compound. This potting compound is gas-permeable, so gaseous corrosive particles can penetrate this material and lead to chemical corrosion of the surface. The silver (ag as part of the conductive adhesive and of the premold leadframe pads incl. The wire bond pads) inside the package is chemically oxidized. Most oxides show an increase in volume compared to the respective element and partly penetration of the potting. By this increase in volume, a delamination of the potting and maybe the glue dye is possible. If this happens, the led may fail.